Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure. Vitrectomy was performed, and there was no incision enlargement. It was stated that the lens was supposed to be anterior chamber washout (removal of piece of cortex). The doctor went into the eye to turn lens around and center the lens. It was further stated that the lens fell to the back of the eye and the doctor realized the lens was not going to stay in place, hence, he replaced the amo lens with alcon lens. There were no patient complications reported and no further information has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens had a cut from the lens edge to beyond the center, with a deep scratch. The lens sample had residuals (debris/particles) compatible with handling the lens. Based on the investigation, no manufacturing cosmetic defect was found in the sample returned. The complaint lens condition (lens had a cut and deep scratch) was not an affect of the manufacturing process. The sample lens condition was consistent with a lens that had been explanted from a patient's eye and was not related to the manufacturing process. A review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens met manufacturing specification prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.